Event description:
"An infusion pump which failed during pt infusion. The pump was infusing propofol 10 micrograms/ml. With no prior alarms at all, the pump failed. The pump was plugged in." According to the intensive care unit dir, the nurse heard the pump alarm and went to the bedside. The pt had a mitral valve replacement and was in the intensive care unit post-operative for two hours when the event occurred. The pt started to wake up and even after being given a bolus of sedation, the pt became extremely agitated, sat up in bed, and pulled the peripheral IV out. Additional nurses came to the bedside to try to hold the pt down until the sedation became effective. The pt's chest tube began to bleed around the sutures at the insertion site. The md was called and repeat labs and a portable chest x-ray was required. The chest tube was not dislodged. One unit of blood was transfused to cover for the bleeding. The pt did not experience a prolonged hospitalization as a result.

Manufacturer narrative:
The pump is not available for eval. The device has been requested but has not been received. Baxter has attempted to contact the biomedical dept at the facility, four times, requesting the pump for eval, and phone calls have not been returned. According to the risk mgr and the intensive care unit dir, the pump had been isolated. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available.